Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07, 2007. Evaluation summary:the condition of defective user interface module printed circuit board was confirmed. The defective user interface module printed circuit board was replaced.